Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. No injury or medical intervention was reported. Data was reviewed on (B)(6) 2016. The reported event of cgm inaccuracies was not confirmed. A root cause could not be determined. An alternate blood glucose test site was used. The dexcom g5 mobile continuous glucose monitoring system user's guide states: alternative site bg values from your arms, palm of your hand, etc., may be different and less accurate than your fingerstick bg values. Using alternative for calibration might affect sensor performance, resulting in you missing a severe low or high glucose event.